Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported chest paint after delivered inappropriate anti-tachycardia pacing and shocks for what appears to be atrial driven rhythms. Therapy was exhausted and the rhythm was not converted. The crt-d remains in service and reprogramming options were discussed. No additional adverse patient effects were reported.